Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a 2.5 year decrease in longevity in the span of six months. Premature battery depletion was suspected. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service and the physician has elected to continue performing monthly follow-ups. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that indicated this device was explanted. No additional adverse patient effects were reported.